Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a worn sleeve and bent tip clamp in the reported problem area of the pipette assembly. The tip clamp, tip clamp sleeve, and step motor of the tip wiper unit were replaced. The instrument was inspected, tested without further problem, and returned to service.